Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, broken reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump was broken at the reservoir compartment. The customer stated that the part where the reservoir screws into the rubber piece was broken, and the reservoir would not stay in the insulin pump. The customer stated that the blood glucose reading was over 600 mg/dl as a result of the reservoir not locking in place. She did not know how the damage occurred. The caller was advised that the device be replaced. Nothing further reported.